Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure, the 4.5mm x 37mm no distal tip enterprise® vascular reconstruction device (vrd) (enc453700 / 5852760) was impeded in the distal section of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30704042) and could no longer advance. The physician tried to withdraw the stent but felt resistance and as a result, the stent and the microcatheter were removed together. A new stent and a new microcatheter were used to complete the procedure. There was no report of any patient adverse event associated with the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 5852760. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00391. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 22-jul-2022. [Additional information]: on 22-jul-2022, additional information was received. The information indicated that the intended procedure / target vessel was the middle cerebral artery (mca). An adequate and continuous flush was maintained through the microcatheter. No other similar device went through the same microcatheter. The stent / stent delivery system did not appear damaged. The stent component was still on the delivery wire when it was removed from the patient. Nothing unusual was noted about the system prior to use. Nothing was obstructing the microcatheter. There was resistance friction during the introduction / insertion of the enterprise through the microcatheter. There were no visible kinks observed on the microcatheter the information indicated that there was resistance experienced while advancing the guidewire through the microcatheter. There was no clinically significant delay in the procedure as a result of the reported issue. The procedure was completed with another 4.5mm x 37mm no distal tip enterprise® vrd (enc453700) and another 150cm x 5cm prowler select plus microcatheter (606s255x). Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 5852760. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The device has not been returned for analysis and therefore, no further investigation can be performed at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00390 and 3008114965-2022-00391. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.